Manufacturer narrative:
(B)(4). MFR eval / investigation pending additional info from consumer. Method, results, conclusions: MFR eval / investigation pending additional info from consumer.

Event description:
Report for pt 1 of 3: during pt correlation study, > 400 seconds reported with hemochron signature plus / act-lr system vs 260, 284 and 278 with act2 system. Therapeutic range not reported. No report of adverse event, serious injury, or intervention.